Event description:
It was reported that guidewire stuck was experienced. During a pulsed field ablation procedure to treat atrial fibrillation, the farawave nav catheter displayed spline inversion in the right inferior pulmonary vein (ripv). The physician then went to flower position while the spline was inverted, and the splines became entangled and overlapped of each other. Attempts were made to correct the splines by retracting the catheter into the sheath, rotating the catheter, and separating the splines individually. However, the physician brought the merit inqwire rosen j tip guidewire back into the catheter and then undeployed while the guidewire was still in the sheath. After bringing the catheter back into the sheath, attempts were made to wire out into a vein, but the guidewire would not advance. Troubleshooting consisted of retracting the catheter in the sheath and rotating it. Then redeployed the catheter but was unsuccessful because the guidewire would not advance. When the catheter was removed from the body, the guidewire lumen was visibly damaged and detached from the tip of the catheter. There was no tissue seen on the tip of the catheter nor guidewire. The catheter was replaced. The procedure was completed and there were no patient complications. The device was received for analysis and investigation is still in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave nav catheter was analyzed. Visual inspection observed the guidewire lumen was kinked, and one of the splines appeared inverted. Functional testing was performed, and an occlusion was experienced at the distal spline cage when attempting to insert a guidewire through the catheter. The kinked guidewire lumen was straightened, and the guidewire was able to be fully inserted into the catheter. The catheter was deployed to basket configuration, and the inverted spline was still visible. The inverted spline was manually pushed back, and the catheter was deployed to flower without abnormalities. Microscopic inspection was performed and found no damage or anomaly to the splines. Based on all the available information the reported allegations were confirmed and were likely due to unintended use error due the observed kink. It is likely that the damage occurred when the user deployed and or undeployed the catheter without a guidewire inserted.

Event description:
It was reported that guidewire stuck was experienced. During a pulsed field ablation procedure to treat atrial fibrillation, the farawave nav catheter displayed spline inversion in the right inferior pulmonary vein (ripv). The physician then went to flower position while the spline was inverted, and the splines became entangled and overlapped of each other. Attempts were made to correct the splines by retracting the catheter into the sheath, rotating the catheter, and separating the splines individually. However, the physician brought the merit inqwire rosen j tip guidewire back into the catheter and then undeployed while the guidewire was still in the sheath. After bringing the catheter back into the sheath, attempts were made to wire out into a vein, but the guidewire would not advance. Troubleshooting consisted of retracting the catheter in the sheath and rotating it. Then redeployed the catheter but was unsuccessful because the guidewire would not advance. When the catheter was removed from the body, the guidewire lumen was visibly damaged and detached from the tip of the catheter. There was no tissue seen on the tip of the catheter nor guidewire. The catheter was replaced. The procedure was completed and there were no patient complications. The device was received for analysis.